Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A report has been filed concerning a female patient who underwent a breast augmentation revision using an unknown mentor silicone prosthesis, subsequently experiencing silent ruptures on the left side postoperatively. The condition was diagnosed through a mammogram examination. As of the date of this report, mentor has not received any information regarding the explantation of the affected prosthesis or an expected explantation date.

Manufacturer narrative:
Additional information received on (B)(6) 2025, indicated that the patient reported that her MRI and looks like everything is good. No implant rupture. The following fields were modified in the medical record: the date of explantation (doe) was removed, and codes related to silent rupture (post-implant) and medical device removal were eliminated. In place of these, codes for adverse events and recognized procedural complications were added to accurately reflect the patient's current situation and complications associated with the procedure. These modifications ensure that the documentation remains clear and comprehensive in capturing the relevant clinical details. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 15, 2025, indicated that the suspect device identity is as follow: cat:3502501bc, sn: (B)(6), 250cc. The patient underwent explantation on (B)(6) 2023. Reason for device explant and/or reoperation: silent rupture. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).